Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump off by itself. Their blood glucose is unknown. She stated that she took the pump out of the battery for one hour and inserted a new one but the pump still did not work. The customer said that it was raining when this happened and since she wears the pump on her waist, she believes that it may have been exposed to moisture. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.